Event description:
It was reported that therapy failed in a ventricular fibrillation (vf) episode, resulting in an accelerated rhythm. The second shock was successful. The implantable cardioverter defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.